Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator did not pass the extended self test (est) generating a "safety valve cracking pressure out of range (oor)" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found the unit failed the leak test of extended self test (est), circuit pressure test, target pressure not achieved, and exhalation valve pressure accuracy test, exhalation valve pressure out of range. Sp replaced the inspiratory flow module (ifm) printed circuit board (pcb) and safety valve, which did not correct the issues. Sp then replaced the combination of the inspiratory module, which includes the ifm pcb, and the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One eva was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned eva was attached to the failure investigation test ventilator for analysis. The unit powered up and failed the calibrations with the message pressure sensor cross check failed. Although the failure seen in the analysis wasn¿t the same as the failure seen in the in the field by the sp, when the eva was disassembled, there was no fault found, and all tests passed when the eva was reassembled. Although the point of failure could not be accurately determined, the eva was faulty. One inspiratory module was returned to medtronic for analysis. A visual inspection of the returned part was conducted, and no anomalies were observed. The part was attached to the test ventilator and powered up, but failed the exhalation valve calibrations with the message unable to build circuit pressure. Upon further investigation, the pressure transducer (ps1) on the ifm pcba of the inspiratory module was found to be faulty. If a ps1 failure were to occur while in use on a patient, the ventilator response would be to either enter backup ventilation (buv) or a loss of ventilation (lov) to the patient. The cause of the reported event was isolated to a faulty pressure transducer (ps1) on the ifm pcba of the inspiratory module and/or the eva. The events are included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed extended self test (est) with a "safety valve cracking pressure out of range (oor)" message. The ventilator was not in use on a patient at the time of the reported event.